Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the product is received and the investigation is complete a follow up MDR will be submitted.

Event description:
The hose that is attached to the pressure makes a hissing sound in some positions. The blade is not moving, and the device sounds as if it is running on half of its power. They expect that there is possible air leaking but it was not confirmed. The event occurred prior to surgery upon testing the device. Thus, no patient harm in association to this event. Another device was used to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). On september 10, 2018, it was reported that the hose that is attached to the pressure makes a hissing sound in some positions. The blade is not moving, and the device sounds as if it is running on half of its power. The customer did not return an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in vdoc portal services. Product review of the air dermatome by medicrea on september 18, 2018 revealed that motor was corroded and has no torque. It was also noted that there was no trouble with hose and the trouble comes from dermatome. Repair of the air dermatome was not performed by medicrea as the repair quote is still pending with customer to take a decision on repair. The reported event that the blade is not moving, and the device sounds as if it is running on half of its power was confirmed since during the product review it was noted that the motor was corroded and has no torque. The reported event that the that the hose that is attached to the pressure makes a hissing sound in some positions was unconfirmed since during the product review it was noted that the that there was no trouble with hose and the trouble comes from the dermatome. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that motor was corroded and has no torque. It was also noted that there was no trouble with hose and the trouble comes from dermatome. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The hose that is attached to the pressure makes a hissing sound in some positions. The blade is not moving, and the device sounds as if it is running on half of its power. They expect that there is possible air leaking but it was not confirmed. The event occurred prior to surgery upon testing the device. Thus, no patient harm in association to this event. Another device was used to complete the surgery. No adverse events were reported as a result of this malfunction.